Event description:
It was reported that during a meniscus repair the fast-fix 360 bent and broke off. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the stem of the fast-fix 360 was severely bent. Nothing fell inside the patient. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After analyzing further information received and pictures, the device was bent, no breakage occurred. The failure mode detected does not represent any threat of damaging the patient and the procedure was completed using a back up device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.